Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a additional information is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following statement from the initial MDR, "the sensor was inserted into the abdomen on (B)(6) 2025."

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, around 4am, the patient reported her cgm was reading low mg/dl. No bg meter comparison value was taken at this time. The patient was wearing a tandem insulin pump. The patient self-treated with mountain dew. At an unspecified time later, the patient began to experience blurry vision, nausea, vomiting, and confusion. The patient went to the ER and once there, her bg meter reading was 480 mg/dl while the cgm was still reading low mg/dl. The patient was diagnosed with dka and treated with IV insulin. The patient was discharged the evening of (B)(6) 2025. The patient was instructed to calibrate her cgm device twice/day for the next three months. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.